Event description:
Patient reported that the aligners chipped their tooth.

Manufacturer narrative:
Since a serious injury resulted, this event is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.